Event description:
Clinical trial. It was reported that 203 days following a coronary artery drug eluting stenting treatment procedure, the pt expired. The index procedure identified and treated one de novo, moderately calcified, mildly tortuous, 90% stenosed lesion of the mid lad (left anterior descending) measuring 3.0x12mm. The lesion was treated with predilation and placement of a 3.0x16mm taxus express2 drug eluting stent. The pt was discharged the next day on asa and plavix. The study site found that the pt had expired 203 days following the index procedure through a search of the ssdi (social security death index). The pt's cause of death is unk. The pt was not contacted at the time of the scheduled one year follow up. The site found this death in ssdi at the time of the two year follow up. The investigator reported that the relationship of the device to this event is also unk.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined. This root cause is unk.